Manufacturer narrative:
(B)(4). Additional information: device reprocessed the instrument was received and visually inspected. Was connected to the generator and was recognized by the system and gave an alert screen. The instrument was disassembled and corrosion and moisture was found under the hand activation switch domes. Due to the moisture discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. Device was reprocessed.

Event description:
It was reported that during an unknown procedure, the tip of the probe is broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.